Manufacturer narrative:
The following devices were also listed in this report: unknown femoral head; cat# unknown; lot# unknown, unknown liner; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient developed infection of the right hip. Overtime, she developed the loose acetabular component. The patient underwent a right hip incision, drainage, debridement, acetabular revision of cemented component with revision of femoral head on (B)(6) 2017. Patient actually developed e.coli infection, required a PICC line and prolonged IV antibiotics.

Manufacturer narrative:
An event regarding alleged "loosening of the acetabular component and infection" involving an unknown implant shell was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: -medical records received and evaluation: a review of the medical records and x-rays by the consulting clinician indicated "multiple postoperative hazards are identified including loss of fixation of a cemented acetabular component, infection and periprosthetic fracture. The patient had medical history which included chronic vit d deficiency as well as fibromyalgia requiring the chronic use of steroids. As a result she undoubtedly had significant osteopenia putting her at risk for both early component loosening as well as fracture. In addition the chronic steroid use is immunosuppressive putting her at risk for infection. There is no evidence for defect in the implants or their manufacture." Device history review: a review of the device history records and certificates of sterilization could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event for the alleged loosening of the acetabular component and infection was confirmed based on the review of the medical records and x-rays by the consulting clinician indicated: "as a result she undoubtedly had significant osteopenia putting her at risk for both early component loosening as well as fracture. In addition the chronic steroid use is immunosuppressive putting her at risk for infection. There is no evidence for defect in the implants or their manufacture." Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient developed infection of the right hip. Overtime, she developed the loose acetabular component. The patient underwent a right hip incision, drainage, debridement, acetabular revision of cemented component with revision of femoral head on (B)(6) 2017. Patient actually developed e.coli infection, required a PICC line and prolonged IV antibiotics.